Manufacturer narrative:
Concomitant medical products: unknown st. Jude ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited sensing issues, and the right ventricular (rv) lead exhibited high impedances. An extraction of the ra lead and rv lead is planned; however, the leads remain in use until the procedure occurs. No patient complications have been reported as a result of this event.